Manufacturer narrative:
Unable to power on device, or perform any testing due to severely cracked battery tube threads. Pump received without original battery cap, unable to confirm damaged/cracked battery cap. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked battery tube threads, cracked case behind the pump near the battery compartment, broken reservoir tube lip, missing reservoir tube o-ring, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 368 mg/dl. The customer stated that battery compartment was damaged. Customer also stated they were unable to install the battery cap on their insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.